Event description:
It was reported that the patient had a systemic infection with vegetation noted on the leads. The bi-ventricular implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion of the lead was received measuring 8 cm. Analysis performed revealed no anomalies were found. A visual summary analysis of the lead was performed. Concomitant products: 419488, implantable pacing lead, (B)(6) 2009. A 694765, implantable tachy lead, 2009. A d284trk, bi-ventricular implantable cardioverter defibrillator (ICD), (B)(6) 2009. (B)(4).